Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim. Outpatient oncology/infusion: we'd like to utilize the "short set" tubing for our secondary infusions, and run them thru an adjacent cartridge - the objective being to run the bag dry, and make sure all chemo has been infused. As diluent bag volume isn't always consistent (and usually has extra volume).

Manufacturer narrative:
One photo taken by the customer shows the setup but does not verify the failure. Due to no sample being received, an investigation can't be conducted and the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.